Event description:
Device was used during a lower anterior resection. Reportedly, the anvil did not tilt. Th surgeon was able to remove the device. There was unanticipated tissue loss. Surgeon manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.